Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom system error 322 caused by a failed upper auxiliary assembly. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump alarmed system error 322. It was also reported that there was no pt involvement.